Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06996. It was reported that the patient presented in clinic. Interrogation of the implantable cardioverter defibrillator revealed that the right ventricular lead had a low and out of range defibrillation impedance measurement. It is unclear if the low impedance is due to the right ventricular lead or the device. The patient was in stable condition and will continue to be monitored.